Manufacturer narrative:
A visual inspection of the returned device revealed that the basket was in a closed/retracted position when received. The distal section of the sheath was found bent and stretched. Initially, it appeared that the basket would not open. However, further evaluation was done by removing the sheath from the device, revealing that the basket was detached. The basket was not present and was not returned for evaluation. The cannula was noted to be properly notched. It is the most likely that during the procedure the device could have been manipulated, since the failures found are issues that could have been generated due to the manipulation of the device, interaction with the scope or the interaction with other devices. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failures found by causing the tensile force applied by the user to not be fully distributed throughout the device. The most probable root cause of the event is operational context, due to anatomical and/or procedural factors encountered during the procedure performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used for a ureteroscopy procedure in the ureter on an unknown date. According to the complainant during the procedure, approximately 6-8 inches of the distal portion of the device broke off inside the patient¿s ureter during use. Reportedly, the basket did not come in contact with the laser during use. The detached portion of the device was retrieved using flexible graspers. There were no known patient complications reported as a result of this event.